Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed overestimation of longevity on the pacemaker. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not provided.